Event description:
Removal of dental implant. The clinician reported two implants were placed in thick cortical bone in 2005, and removed in 2006. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quality insufficient.

Manufacturer narrative:
The implant was received with an abutment screw, nonprepped abutment, and cover screw unattached. The implant was not fractured and was examined under 10x magnification. There were no thread defects noted on the implant, but there was some damage to the threads consistent with removal. The implant was then compared to a l0114 rev 07/05 radiographic template and was determined to be a ph4mm x 10.5mm implant.